Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the lead exhibited noise due to possible clavicular crush during a follow-up in clinic. The noise was able to be reproduced with arm movements. The patient complained of light-headedness during the detection of noise episodes. The lead was explanted and replaced. No further information is available.